Event description:
Hill-rom received a report from the account stating the bed is not communicating with the nurse call station. The bed was located at the account in the (B)(6). There was no patient/user injury reported. This report was filed in our complaint handling system s complaint # (B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable had a broken pin. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable to resolve the issue. Based on this info, no further action is required.